Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observed. As per the investigation procedure, creases, non penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's representative reported right side rupture and capsular contracture baker grade iii. Later healthcare professional confirms the events via CT scan. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient's representative reported right side rupture and capsular contracture baker grade iii. Later healthcare professional confirms the events via CT scan. Device has been explanted.